Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump had a blank display. It was stated that the insulin pump had never been dropped, bumped, or exposed to moisture. There was no damage or corrosion noted. The customer did not have a new battery with which to complete troubleshooting. Nothing further was reported.